Event description:
Pt presented with bilateral ruptured silicone gel implants with capsular contracture. Original breast augmentation done in 1989. On (B)(6) 2009, pt had removal of bilateral ruptured silicone gel implants. Bilateral capsulectomies. Bilateral breast augmentation with mastopexy.